Manufacturer narrative:
The reported condition cannot be observed as no photo or no physical sample was submitted to evaluate the functionality of the door. The device history records (DHR) data cannot be reviewed as no lot number was provided. The ampule is a very light weight sharps disposal which required door function ¿lift to assure disposal¿ as printed on the door. It may require different style of lid-container to be used in this type of setting based on type of sharps disposal (ampule is light weight). The root cause is determined to be unintentional customer misuse. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an event with no user harm or injury. It may be that a different style lid/container opening unit should be used for customer¿s specific end use application. Also as per instruction for use needs to be follow for door function ¿lift to assure disposal¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that ampules are getting stuck in a sharps container lid. The customer had to flip the lid 2- 3 times to get the ampule pieces to drop in to the container.